Event description:
Boston scientific received information that this patient was presented to the electrophysiology (ep) laboratory in early-(B)(6) 2014. The patient underwent an extraction of the entire implanted system due to infection. There were no adverse events reported as a result of the extraction procedure.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.